Event description:
Customer was hospitalized with high blood glucose levels. Customer stated that dual wave was not working properly. Customer does not feel comfortable with the pump and requested a replacement.